Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. No other information was available as an initial investigation was not completed by the distributor (B)(4). No further investigation is required. Complaint information and investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that small parts of knob broke. A backup device was used. No adverse events reported.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.